Event description:
It was reported that the patient underwent a shoulder replacement procedure. Subsequently, the patient experienced a rotator cuff failure, which may have contributed to the device failure. Computed tomography (CT) imaging demonstrated glenoid erosion surrounding the pegs of the cage glenoid component. The patient underwent placement of a hemiarthroplasty as the first stage of a planned two-stage revision procedure, with a revision to a reverse total shoulder arthroplasty (rtsa) anticipated in approximately three months. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 300-10-45 - eq replicator plate 4.5mm o/s (B)(6), 300-20-02 - eq square torque define screw drive kit (B)(6), 310-02-47 - eq, humeral head tall, 47mm (beta) (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.